Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at white screen with database error. A technical support specialist (tss) connected to the station and logged into the desktop. After checking the structured query language (sql) database and found the station was in suspected mode. The technical support specialist ran a script to repair the database, refreshed it, and then performed data resynchronization on the station to server to resolve the issue. The system functioned as intended after the technical support engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station got stuck on a white screen with a message. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.